Event description:
Patient was brought to or1 for irrigation and drainage of infected seroma, wound debridement and wound vac placement. As the seroma was drained and debrided it was found to have a retained foreign body. Dr. [Redacted] removed the item and it was sent to the lab. Wound debrided and irrigated then a wound vac was placed.